Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not power on. The customer has been provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not power on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the customer's device and determined that the cause of the reported issue was determined to be due to battery bt2 of the hybrid layer capacitor (hlc) which is unable to retain a charge, resulting in a permanently damaged hlc.